Event description:
The customer later provided there was no other device involved. There were no procedural delays. It was confirmed the event occurred during preparation for use. The physician avoided the tip as it was inserted through the guidewire into the endoscope. The customer confirmed no further patient sequalae is related to this event. The procedure was complete with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. Please see updates to b5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the following: 1) when inserting the distal tip over the guidewire, the guidewire tip insertion port and the guidewire were pushed at a large angle (not parallel). 2) a load beyond the resistance strength was applied to the guide wire tip. This had caused the guide wire tip to tear. The event can be detected by following the instructions for use (IFU) which state: ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip. When using a guide wire, hold the tip as shown in figure 4.20, align the tip with the guide wire, and insert this product into the forceps plug of the endoscope. Do not insert the tip and guide wire at a large angle as shown in figure 4.21. The guidewire tip may be damaged and may not be able to be inserted along the guidewire. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the lithotriptor distal tip was torn. The issue was found during an unknown therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Mie (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found the guidewire insertion opening of the guidewire tip was ripped and had marks. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.